Event description:
High threshold and decrease in impedance were observed. Insulation anomaly was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.